Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 200 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and prime test due to loose/protruded drive support disk. We were unable to perform the self-test, error test, rewind, occlusion and no delivery test due to prime alarm. The insulin pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, belt clip slot, missing end cap sticker and minor scratched display window.